Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Procedure went perfectly. Completion angio showed a type 1a endoleak. This was ballooned several times with a non-endologix balloon, within in the polymer time window; but the leak, although much better, was not fully resolved. The decision was made to leave as is and see if it thromboses on its own. No additional event or patient information is available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device codes - 1354 removed, correction. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.

Event description:
Subsequent to the initial submission, there has been no report of re-intervention received.